Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection reveals the t1 anchor detached from the needle and the suture coated in debris. No physical damage visible to the hand held device or the anchor. The actuator has the t2 anchor pushed against the needle dimple. There is no frays or knicks of the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. The cut suture was not returned damaged. Additional material testing is not required. A review of the raw material found a material certificate of analysis is required. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the sutures of the fast fix broke, additionally; t1 fell off from the meniscus. All ts were removed from the patient by tweezers. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).